Event description:
It was reported that this patient collapsed and was admitted to the hospital; the pacemaker was found to be in safety mode. The patient was pacing dependent, and an electrocardiogram showed there to be no pacing. The pacemaker was immediately replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.